Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate (hm) ii left ventricular assist system (lvas), serial number: (B)(6), and the reported events could not be conclusively determined through this evaluation. Additional information reported by the account stated that a specific cause for the patient¿s elevated ldh was not identified. The patient remains ongoing on heartmate ii lvas, serial number: (B)(6), and no further related events have been reported at this time. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit was shipped on 23jul2015. The heartmate ii lvas IFU is currently available. Section 1 of the IFU, under "introduction" , lists hemolysis as an adverse event that may be associated with the use of heartmate ii lvas. Section 6 of the IFU, under ¿anticoagulation¿, provides information regarding the recommended anticoagulation therapy and inr range, as well as suggested anticoagulation modifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
No further information was provided. The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient had elevated ldh. Bival infusion was started. No unusual events were recorded in log file history. Ldh stabilized and the patient was discharged home.